Event description:
Per importer's MDR: the adjustment on the front casters do not hold causing the casters to allegedly slip back and hit the rear wheels. The chair allegedly pitched forward causing the consumer to fall. No injury is alleged.